Event description:
A laparoscopic hook scissors was used to cut adhesions in the course of a laparoscopic-gynecologic procedure. Near the end of the case, the surgeon noted a reddened area on one of the fallopian tubes. The problem did not require any specific treatment and it was reported that the fallopian tube was not compromised in any way.